Event description:
Patient (B)(6) received implant (rflt precise rc3411c reflect precise fixture ø3.4mm x 11.5 l) on (B)(6) 2022 and experienced bone loss, failure to integrate which led to loss of integration and had the implant removed on (B)(6) 2022 . X-rays were not provided by the dentis. Implant replacement was sent to dr. (B)(6) on (B)(6) 2022.